Event description:
Caller alleged false positive troponin (tni) on 4 pts in 1.5 days with triage profiler sob device lot w43968 with values of 0.16, 0.13, 0.13, 0.13; < 0.05 on all other draws from same pt. No pt injury reports of invasive procedure(s) or injury.

Manufacturer narrative:
Investigation pending.